Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and corrective action tracking system for the web (catsweb) database for the reported lot revealed no associated nonconforming material records (ncmr) or exceptions related to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - clinical code 4559 removed. H6: health effect - impact code 4624 removed.

Event description:
Subsequently to the initially filed emdrs, additional clarification was received regarding the order of events. Cuff misses [suture retrieval issues] occurred while attempting to place the first two devices. The guide break occurred when placing the third proglide device. The broken guide was removed from the anatomy by pulling it out. The tissue damage that occurred was due to the guide break.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices with reported issues referenced in description of event or problem are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, with one of the devices, the tubing broke away from the guide [guide break]. With the other two proglide devices, a cuff miss [suture retrieval issue] occurred. The use of proglide devices and the pre-close technique was abandoned. The sheath was upsized to a 14f sheath and the tavr procedure was completed. The access site was closed via a surgical cut down and a graft was placed as tissue damage occurred. There was no report of a clinically significant delay. No additional information was provided.